Manufacturer narrative:
The recipient was reportedly a non-user of the device due to poor performance.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The clinic reportedly did not believe the explant was device related. The recipient recovered from surgery. The external visual inspection revealed cut silicone overmold on the fantail region and surgical tool marks on the top cover. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed several cut electrode wires at the fantail region. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient was reportedly a non-user of the device and elected explant surgery. The recipient's device was explanted.